Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic proctectomy, when resecting rectum, when articulated left on the lower anvil, it was less stable than usual - there was an unsteady feeling. After firing, the jaws did not open and the jaws finally opened after pressing the open/close button several times. There was no patient injury.